Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in 2 segments, with the conductor coils extend. The tips segment was not received. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found only anomalies related to the lead explant. Electro-cautery and/or laser extraction damage was noted in several places on the lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information indicated that phrenic nerve stimulation (pns), with an inability to program around, was occurring on this lv lead. The issue has been chronic and the physician was unable to identify the initial date of occurrence. No lead abnormalities were identified. As a result of the pns, the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was abandoned during a normal device change out, for an unknown issue. No further information is known, at this time. No additional adverse patient effects were reported.